Manufacturer narrative:
A post-operative CT scan confirmed that the implant components had been malpositioned.

Event description:
The implanting surgeon reported that he was unable to achieve his operative plan which resulted in malpositioned implant components. The patient was seen by another surgeon who elected to remove the implants so that revision components could be designed and manufactured.